Event description:
Customer reported experiencing a past high blood glucose event with the cause remaining unknown. The specific blood glucose value was not provided, but it displayed as "high." The customer resolved the high blood glucose by administering a correction bolus via their pump. Control iq feature was active during the event. Technical support recommended consulting with a healthcare professional to discuss factors possibly affecting blood glucose levels, which the customer acknowledged.